Manufacturer narrative:
Device evaluation:customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Kit appeared not used. Tubing was found completely broken from solvent bond joint with reservoir stopcock. Cross surfaces of broken tubing appeared uneven and rough. (B) (4)

Event description:
The following was reported: "upon opening package the tubing was detached. It appears to have been snapped off during packages. Neither kit was attempted to be used on the patient."